Manufacturer narrative:
The disposable extension cables manufactured by remington medical are subjected to a 100% final inspection for dielectric and continuity criteria that meets or exceeds the requirements. Manufacturing records indicate the cable passed both electrical tests. There has not been other reports of this nature in relation to the manufacturing lot number in addition remington medical has not received any other related reports.

Event description:
Insufficient solder applied during the assembly of the device, thus resulting the cable wire to detach from the connector.